Manufacturer narrative:
H11: event has ben reassessed as not reportable and is closed as non complaint since, through follow-up communications, livanova learned that no livanova product was involved.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that abnormal color of blood was noticed using the hlm s5 system. The issue occured during procedure. There is no report of any patient injury.

Manufacturer narrative:
A1 to a5: patient information was not provided. D4: serial number is unknown. This information will be provided in a supplemental report if made available. H4: as the serial number is unknown, the device manufacturing date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova deutschland manufactures the hlm s5 system. The incident occurred in china. Livanova initiated and investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.